Event description:
It was reported by the customer that they had low blood glucose level of and upon inquiring further, it was discovered that he had been hospitalized. Customer stated they had been working a lot and forgot to eat enough. Blood glucose level was 21 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.